Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted 12.6mm vticmo12.6 implantable collamer lens, -11.50/+4.50/081 diopter, in the patient's left eye on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to low vaulting and rotation of the lens. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn/broken and dried discolorated residue. (B)(4).